Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a guide wire tip detachment occurred. Vascular access was obtained via the left femoral artery. The target lesion was located in the tibial artery. The 182cm v-14 control guide wire was advanced; however, during attempt to cross the target lesion approximately 1 cm of the tip detached. The v-14 guide wire was removed, tip fragment remained, and did not migrate. There was no attempt to retrieve the tip fragment. Physician rewired with another of the same v-14 guide wire and completed the procedure. No patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the unit was not returned for analysis. Therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
It was further reported that the target lesion was non calcified, denovo and 100% stenosed. The 182cm v-14 guide wire was advanced with some resistance.

Manufacturer narrative:
(B)(4).